Event description:
The sensor and delivery system were placed through a conduit and into a thoracic aneurysm (off-label use). There was bleeding during the placement of the sensor. A 20f sheath for the endograft was then placed beside the sensor delivery system. There was add'l bleeding while the sensor was on the delivery system next to this 20f sheath. The patient required a unit of blood.